Manufacturer narrative:
D10 concomitant products: egia60amt, egia60amt egia 60 artic med thick sulu, (lot # n4l1826y); sigphandle, sig power sigphandle handle, (serial # unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, intra-operatively, the stapler could only be fired halfway. The staple line stopped from the central line. Afterwards, the jaws were not opening and would not straighten from being articulated. The reload was resected off the tissue to resolve the issue. The surgical time was extended for 30 minutes due to the issue. The reload also was unable to be unloaded from the adapter. The reload just unloaded with the retraction tool.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. A visual inspection of the returned photo noted a view of a signia adapter inserted through a trocar and connected to a 60mm reload. The reload was noted to be clamped and articulated and tissue could be seen in the jaws. The position of the sled could not be seen in the image. An initial visual inspection of the returned adapter noted no abnormalities. During functional testing, the signia adapter was connected to the gen2 acc software and the strain gauge was responsive and in the appropriate range. The signia adapter had procedures remaining. The adapter was connected to a clamshell and a signia handle running v29.6 software. The device calibrated correctly. A reload was attached to the adapter and was able to be loaded and unloaded without difficulty. The reload was able to be rotated and articulated in all directions without hang ups or sluggishness. The adapter was able to be fired without any issues. After firing, the adapter was reconnected to the gen2 acc software and no new errors appeared. It was reported that the device partially fired, the instrument locked on tissue, and the reload was difficult to straighten. The reported issue were confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: articulation mechanism out of home position. During functional testing, the signia adapter body was lifted, and the articulation mechanism was found to be out of home position. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: if a stapling reload is difficult to unload, center the reload and fully open the jaws by manually controlling the toggle or press and hold the up control button for two seconds. The articulation will center and the jaws of the reload will fully open. Reattempt to unload the stapling reload by pressing the blue unload switch back toward the power handle, twist the reload counter-clockwise 45 degrees and remove the reload from the shaft of the adapter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.